Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump was electively replaced secondary to anticipating eol and the pt had complained of withdrawal symptoms. The cap was accessed and there was found to be no flow, so a catheter replacement was planned. No other problems for the pt were reported. The system was explanted and replaced on (B)(6) 2011. Morphine was used in the pump. It was later reported that the pt is doing well and is receiving effective therapy. Add'l info has been requested and will be reported if it becomes available.